Manufacturer narrative:
The reported events of capturing and sensing problems were not confirmed. The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the hospital for scheduled pulse generator implant procedure. After the physician fastened the atrial lead suture sleeve, it was noted that the lead was not capturing and p wave sensing decreased. The physician re-positioned the lead at different locations but the loss of capture and loss of sensing persisted. The atrial lead was then replaced and the procedure was completed successfully. The patient was in stable condition.